Manufacturer narrative:
Additional information received from the local field representative indicated that the ra lead was turned off. No additional surgical intervention planned to be performed. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
Boston scientific technical services (ts) advised turning off atrial tachy discriminators due to the issue. Additional information has been requested. However, at this time there is no further information available. If additional information becomes available this report will be updated.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) and anther manufacturer's right atrial (ra) lead exhibited high pacing impedance measurements greater than 2,500 ohms. Intrinsic sensing had also decreased to 0.4 mv. It as suspected that the ra lead was fractured. No adverse patient effects were reported.